Manufacturer narrative:
(B)(4). Patient medications include aspirin, plavix, cyanocobalamin, valium, jalyn, vitamin a, vitamin d, vitamin e, ferrous sulfate, boost plus, lisinopril, nitro, protonix, mysoline, zoloft, and zocor. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease. Per IFU, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2015, the patient was to be implanted with a gore excluder aaa endoprosthesis to treat bilateral common iliac aneurysms. During the procedure, a trunk-ipsilateral component (rlt231212/12914804) was advanced and deployed in the right common iliac artery. According to the report, the patient's iliac arteries were extremely tortuous. As a result of the patient's tortuous anatomy, the contralateral gate was reportedly crushed and could not be accessed. The physician opted to convert to an open procedure, whereby the excluder device was explanted and the vasculature was surgically repaired. The procedure was concluded without any further reported complications, and the patient tolerated the procedure. The excluder device was explanted at the facility and, therefore, was not available for analysis by gore.